Event description:
Per the audiologist, the patient developed a seroma one month after initial surgery causing thinning of the skin at the implant site. The patient was treated with oral augmentin and steristrips for one month. Per the audiologist, the seroma resolved and skin was thin, but appeared to be doing well. The patient was then seen for an eeg (date not reported) in which collodion was used along with dressing that was wrapped over the site of the implant. When the dressing was removed, it was observed that the implant had extruded, due to the skin flap had split open. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report.